Manufacturer narrative:
The field service engineer (fse) observed worn 14t mixer pulley and black dust in the wash carousel from the pulley. The fse performed preventative maintenance major as part of the repairs. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the worn mixer pulley which inhibited proper mixing of the reaction vessels (rvs). Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00243.

Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for three patients, involving the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the patients on the event date noted. The customer stated the discrepant results were not released from the laboratory. Subsequent testing of the samples, on an alternate unicel® dxc 600i system, produced lower results. The customer stated results from the alternate instrument were released to the hospital. There was no patient consequence associated with this event. The patients' samples were collected in lithium heparin plasma tubes and centrifuged between 3-5 minutes in ambient temperature in a stat express 4 centrifuge. Quality control (qc) is performed every 12 hours. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.